Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that for the past 3-4 weeks they are having to recharge their implant more frequently. Pt stated that in the past they only had to recharge their ins twice a week and now it's every 2-3 days. Pt said that recently they have had to increase and decrease intensity settings. Patient validated that when recharging the ins they do get full efficiency (coupling bars). The patient was redirected to their healthcare provider to further address the issue. Pt mentioned that they have a follow-up appointment this friday. Additional information was received from a patient who was implanted with an implantable neurostimulator. It was reported that they were unsure of the circumstances that lead to the issue with recharging the implant more frequently. No troubleshooting/diagnostics were done. Their physician was not able to determine the cause. No steps were taken to resolve the issue, but may possibly be replacing the implant in the near future. Pt has increased frequency of charging to every 2 days.